Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed and the occlusion was found within the cartridge. A cartridge change was performed to address the occlusion. Customer's blood glucose level was not impacted.